Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a popped blister under one of the sensors that is itching and burning. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an antibiotic for the wound. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable.